Event description:
It was reported that after the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, the patient expired on the ep lab table. After approximately 4 ablations, the ablation was successful and they were waiting 30 minutes when suddenly the patient went into ventricular fibrillation. The patient was cardioverted several times and finally was converted into a slow sinus rhythm and into full cardiac arrest. A code procedure was initiated but the patient expired. Upon request, additional information was provided on the event. After a successful ablation of the left lateral wpw pathway, pacing was performed from the coronary sinus catheter and an observation was made to determine continued pathway non-existence. Pacing was at 100 bum for a half an hour, at the end of which, prolonged qrs was noted and a deterioration to ventricular fibrillation ensued. The patient was defibrillated with 360j and CPR started. A pericardial effusion was noted with the use of an ultrasound catheter and a pericardiocentesis was performed. After an hour of resuscitation attempt, the physician ended efforts. The physician¿s opinion on the causality of the adverse event was that it was possibly procedure related. The act had been maintained in the mid to high 200s with active anti coagulation ongoing for the procedure.

Manufacturer narrative:
(B)(4).it was reported that after the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, the patient expired on the ep lab table. After approximately 4 ablations, the ablation was successful and they were waiting 30 minutes when suddenly the patient went into ventricular fibrillation. The patient was cardioverted several times and finally was converted into a slow sinus rhythm and into full cardiac arrest. A code procedure was initiated but the patient expired. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, the catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the patient expiration remains unknown.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: reprocessed acunav catheter -sterilmed (acu1019536, lot # 1691207); carto 3 system: model #:m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial # (B)(4); polaris decapolar catheter ¿st. Jude medical; quadripolar catheter - st. Jude medical. (B)(4).